Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, while using the ilet, experienced hyperglycemia after starting a short course of prednisone prescribed at an urgent care visit for a rash; the user observed blood glucose rise from 143 mg/dl to 195 mg/dl for approximately 30 minutes and allowed the ilet to correct without alerts or outside assistance. Symptoms included none reported. Outcomes included recovery with ilet therapy continued. Investigation included a review of user-reported data and troubleshooting and education on steroid-induced hyperglycemia and contacting the healthcare provider. Investigation of this case revealed no device malfunction or component deficiency and suggested hyperglycemia associated with steroid therapy as the likely factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear.